Event description:
It was reported that a malfunction occurred on the pump, indicated by malfunction code 12. There was no adverse impact on the customer's blood glucose level. The customer was assisted with resetting the pump by technical support, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.